Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The acrobat, standard blades, and acrobat vacuum off-pump system were returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The devices were returned inside the carton packaging. A visual inspection was performed. The acrobat and acrobat vacuum off-pump system were returned in the plastic tray in an un-open state. No visual defects were observed for the acrobat and acrobat vacuum off-pump system. The standard blades was returned in the plastic tray in an open state. No visual defects or particulates were observed. Based on the condition of the device as returned and on the results of the investigation, the reported failure mode "packaging issue" was not confirmed. The lot sterilization inspection forms and the lot shop floor paperwork (DHR) was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using acrobat v vacuum stabilizer syste, peal portion of the packaging appeared compromised upon opening the device. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using acrobat v vacuum stabilizer system, peal portion of the packaging appeared compromised upon opening the device. A replacement device was used to complete the procedure. No patient involvement.